Event description:
It was reported that there were inaccurate values with the hemosphere monitor during patient use. The cardiac output numbers that displayed on the unit were inaccurate compared to the cardiac output numbers from the blood draw. The cardiac output number was approximately 4 throughout the surgery. On arrival to the surgical intensive care unit the cardiac number was less than 2. The clinicians checked the patient height and weight and demographic information that was entered to confirm it was correct. They did a fick and the cardiac output results were between 3 and 4. They converted the swan catheter to manual thermodilution and the results were 3 to 4. They performed a cable test on the cable and it passed the test. They exchanged for a different hemosphere unit and the cardiac output results were now between 3 and 4. There was no inappropriate patient treatment administered. The patient demographics were requested and are not available. The patient has been discharged. There was no patient harm or injury.

Manufacturer narrative:
The hemosphere has arrived for product evaluation. The evaluation is not completed. Once the results are available, they will be sent in a supplemental submission. The device history record review was completed and all manufacturing inspections passed with no non-conformances. Additional product codes, dqk computer, diagnostic, programmable, qaq adjunctive predictive cardiovascular indicator, mud oximeter, tissue saturation, dxn system, measurement, blood pressure, non-invasive, dsb plethysmograph, impedance, qms adjunctive open loop fluid therapy recommender, fll thermometer, electronic, clinical.

Manufacturer narrative:
The hemosphere was returned for product evaluation. The unit was connected to a known good working swan ganz cable and continuous cardiac output simulator to perform system verification testing. It was found that the cardiac output values remained within appropriate parameters for the entire four hours of run time and testing. There were no error messages that displayed. There was no failure identified. The reported issue was not confirmed. The engineering evaluation was completed. Since the issue was not confirmed, there is not sufficient evidence to determine if this complaint was related to manufacturing, design, or labeling. It is not known if any procedural factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.